Manufacturer narrative:
A ge service rep performed an on site investigation. The error logs were analyzed and they reported the 9900 system was unplugged prior to the event and went into a controlled shutdown. The error has not been repeated. The system operates as intended.

Event description:
The customer reported that during a case, the 9900 system displayed a system error on the left monitor and would not fluoro. The case was completed with another c-arm and no pt injury was reported.